Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24097. Pt received two leads with same lot number. It was reported communication could not be established between the pt's ipg and charging system. As a result, the pt lost stimulation. Troubleshooting and a replacement charging system did not resolve the issue. It was also reported surgical intervention regarding the pt's entire scs system will be taken. The reason for the full system revision is unk at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.